Event description:
The facility representative reported a flo-gard infusion pump which alarmed and stopped a patient infusion of an unknown drug. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. It is unknown if the patient infusion was continued on another pump. No additional information is available.

Manufacturer narrative:
The facility reported a flo-gard infusion pump which alarmed and interrupted a patient infusion. However, this condition could not be confirmed as the customer has cancelled the service request for this pump and will not be sending it in for device evaluation or repair.should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.